Event description:
It was reported that the patient was not able to adjust stimulation. The patient heard a triple beep when trying to increase his ins. The programmer showed ins was turned on, the second light was blinking, and the bottom light was on. The second light indicated the status of ins. The triple beep could mean upper limit was reached. The patient had no stimulation sensation. There was no known accident or incident related to this issue. The patient lost stimulation sensation on (B)(6) 2012. The programmer started to show the middle light was blinking about 2 days ago. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Programmer model 7435, lot # nft059182p; lead model # 3888-45, lot # v444775, implanted (B)(6)2010, explanted unknown; anchor model # 3550-39, lot # n257042, implanted (B)(6) 2010, explanted unknown; extension model # 748940, lot # nhu167116v, implanted (B)(6) 2010, explanted unknown. (B)(4).